Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, external visual inspection noted scratches and dents on the case, with body fluid contamination in the lead barrels. Further inspection noted that the header was firmly attached to the device casing. All seal plugs were intact and all set screws operated within specification. The device was then subjected to a series of automated diagnostic tests that verify the performance of the pacing, sensing and recording functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific received information that a revision procedure was performed due to the patient was experiencing diaphragmatic stimulation. During the revision procedure the left ventricular (lv) lead was successfully repositioned. However, the physician was unable to re-tighten the lv setscrew on the device. Subsequently the device was explanted and a new device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.